Event description:
The pt complains of pain since the surgery. The pt claims he can't walk and has not been working since (B)(6), 2012.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.